Event description:
Litigation papers allege: suffered injury to his body and limbs, all to his general damage, in a monetary sum. Further, patient was required to and did employ physicians, surgeons and other medical personnel and incurred additional medical expenses for hospital bills and other incidental medical expenses. Patient is informed and believes and thereon alleges that he wil be required to incur additional medical expenses all to his further damage in an amount not yet ascertainable.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.